Event description:
It was reported the epg (external pulse generator) has a bad screen. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is bleeding and broken. Upper and lower cases, side bail covers, and battery drawer are broken. Lead flex cover is contaminated. Battery contacts are compressed.